Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. During advancement of a 16mm x 2.50mm promus premier stent, the shaft broke. Although the stent was in the patient, the shaft break occurred outside the patient. The procedure was successfully completed with a non-bsc device without issue or patient injury.